Event description:
It was reported that when the patient presented in clinic for normal follow-up the device exhibited episodes of non-sustained oversensing on the ventricular channel, suspected to be due to myopotentials. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
(B)(4).